Event description:
It was reported by the customer that a pyxis medstation es system drawer pockets 4.2, 6.1 and 2.2 were not detected on bus, delaying the patient care for 1 hour. Customer confirmed that there was no harm to patient as the required medications were retrieved by rebooting the station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-may-2022 to 18- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2, 4, and 6 in the main cabinet of the hh system had issues with intermittently disconnecting from the bus. The drawers were not detected on the communication bus due to loose connections. A field service engineer reconnected the retractor band connectors and the row board cable at the drawer controller board and reseated all the pockets to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers were not detected on communication bus due to loosen connections. A field service engineer reconnected the retractor band connectors and the row board cable at the drawer controller board and reseated all the pockets to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer pockets 4.2, 6.1 and 2.2 were not detected on bus, delaying the patient care for 1 hour. Customer confirmed that there was no harm to patient as the required medications were retrieved by rebooting the station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.